Event description:
The analyzer had plugged reagent metering probe that could have resulted in false patient results. At the time, the obstruction occurred both pt and quality control samples were being analyzed. There was no report of pt harm as a result of this occurrence.